Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), pump error 23 (post-reset ram crc alarm) and pump error 53 (software error detected). The customer also reported a loss of communication between the insulin pump and transmitter and received a lost sensor signal, and tape was not sticking. The customer reported no adverse event. The event involved products unk_transmitter, mmt-7040a, and mmt-1884. Troubleshooting was performed, including clearing alarms, checking and re-entering settings, confirming successful fill cannula and self-test, and advising the customer to monitor the product and blood glucose; further troubleshooting was declined for tape and sensor issues. No harm requiring medical intervention was reported. No product return is required for unk_transmitter, mmt-7040a, and mmt-1884.